Event description:
This complaint is from literature source. It was reported that a (B)(6) woman with a prosthetic mitral valve underwent a pulmonary vein isolation (pvi), left atrium and mitral isthmus roof lines ablations for symptomatic persistent atrial fibrillation (af) using carto mapping system (biosense, diamond bar, ca, USA) and an irrigation ablation catheter (biosense, thermocool® sf catheter, USA). The radiofrequency ablation (rfa) was delivered to pulmonary veins for up to 30 w and at both lines up to 35 w with a temperature limitation of 50°c. Despite successful cardiac ablation procedure the patient developed progressive cardiac failure in months and was classified as decompensating heart failure in (B)(6) stage IV. Transthoracic echocardiogram (tte) revealed a moderate paravalvular leak (pvl) with an ejection fraction of 60%. Also, a 15mm defect was detected between mechanical valve and posterolateral mitral annulus where knot of 3 sutures was found to be broken. Subsequently, she underwent a surgical repair of the defect. The author concluded that radiofrequency ablation for atrial fibrillation in patients with prosthetic mitral heart valve may cause a paravalvular leak which can be asymptomatic at first. There is no claim of product malfunction. Title:¿ case report: paravalvular leak as a complication of percutaneous catheter ablation for atrial fibrillation¿.

Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).